Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with ise indirect na for gen.2 on a cobas 6000 c (501) module. No incorrect results were reported outside of the laboratory. The sample initially resulted with an na value of 161 mmol/l, which repeated as 142 mmol/l. The na electrode lot number and expiration date were requested, but not provided.

Manufacturer narrative:
Based on the calibration and qc data, the instrument is performing as specified. The investigation did not identify a product problem. The cause of the event could not be determined.